Event description:
It was reported that during the reaming of acetabulum, we inquired a problem in which the handle locked and would not ream. We switched out for new reamer handle. Upon case completion I took the reamer handle apart and found the inner portions were broke. No additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed through viant.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed through viant.